Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: (B)(4) 2019. International UDI: (B)(4). Reporter phone number unknown. The philips service engineer (se) inspected the device. The se replaced the touchscreen and the ventilator passed all tests.

Event description:
It was reported that the ventilator during operational check the touch panel failed. There was no patient involvement. The even date was not specified; estimate used.